Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the broken plate was released for investigation. Surgeon wanted stryker to look into the plate because it was only implanted for 6 months before it broke. Fusion wasn't achieved and a second procedure was needed to remove the broken plate. A different plate was implanted.

Manufacturer narrative:
The reported event that curved plate, 6 holes was alleged of 'implant breakage after surgery' could be confirmed. Unfortunately no further information as well as patient details could be obtained for this investigation. Based on investigation, the root cause was attributed to be patient related. The failure was caused as the fusion wasn¿t achieved (none union). Investigation summary: the fracture surface reveals predominant proportions of forced rupture as well as minimal swinging lines of a fatigue breakage to some extent (typical ductile overload). The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate, as it was known that the fusion wasn¿t achieved (none union). Analysis of the returned device show that the fracture pattern is consistent with overloading of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the broken plate was released for investigation. Surgeon wanted stryker to look into the plate because it was only implanted for 6 months before it broke. Fusion wasn't achieved and a second procedure was needed to remove the broken plate. A different plate was implanted.